Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. According to the explant report the user was out of the indication criteria for the device.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. The observed missing benefit from the device was most likely caused by suboptimal attachment of the floating mass transducer resulting in insufficient amplification. Furthermore, the user was out of indication criteria and reimplanted with a cochlear implant. This is a final report.

Event description:
The explanted device was received for investigation. According to the explant report the user was out of the indication criteria for the device. In addition the round window niche was not drilled off and there was no contact between the soft coupler and the round window membrane. The user was re-implanted with a cochlea implant.